Manufacturer narrative:
The plaintiff's attorney has alleged a serious injury related to the use of this product. A serious injury MDR will be filed. This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #1225714-2014-03428 and 225714-2014-03429.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2010 after the use of the product.